Manufacturer narrative:
Based on the information provided, the events burn blister and pain as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare lower back and hip does not mention that burn blister and pain could be adverse events of this medical device. De-challenge and re-challenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided the causal relationship between thermacare lower back and hip and incident is considered as possible. Batch ef2879 is the only batch within the scope of this investigation. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap variable defects recorded for the lot. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures.

Event description:
Bridges consumer healthcare received the case report on 22-sep-2021 from angelini (B)(4). Which received the report on 09-sep-2021. Updated information was received on 04-oct-2021, which angelini (B)(4). Received information on 22-sep-2021. The case report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4), is an initial report from (B)(6) received on 09-sep-2021 from a consumer/other non health professional through diamed (de1534). This case report concerns a (B)(6) female patient, who applied thermacare heat wraps (lot number: ef2879, expiry date: unknown) topically applied for back pain. Concomitant medications were not reported. Relevant medical history: no known allergies or skin diseases. On unknown date, after thermacare heat wraps initiation, the patient experienced burn blister and pain. She used thermacare heat wraps for the first time after a pharmacist recommended the product. The patient noticed pain after approximately 2 hours of use. The patient suffered 7 burn blisters on the lower right side of her back. There were no burn blisters on the left side. Outcome: burn blister: unknown, pain: unknown. The actions taken in response to the events for thermacare heat wraps were unknown.